Event description:
It is reported that a resolute integrity stent was implanted in a patient approximately 37 days beyond its use before date. The device was not inspected prior to use. After the stent was implanted, it was noted that the stent had expired. No patient complications are reported.

Manufacturer narrative:
Evaluation codes, results: shelf life exceeded (device implanted beyond its expiry date) failure to follow instructions (IFU instructs to verify use by date) no results available since no evaluation performed (device or procedural images not returned) evaluation codes, conclusions failure to follow instructions (IFU instructs to verify use by date) no device failure (no device failure reported) user error contributed to the event (device implanted beyond its expiry date) . (B)(4).